Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found in artemis, the 297, 311, and 1173 errors were found indicating node revision fault for axes controller carriage (acc) node, the ac_2f node is running its golden image, and a search light diagnostic error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the isa printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue. The 297 and 311 codes are from programming issues and have no mechanical faults resulting from the errors.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy)  surgical procedure, the customer contacted technical support engineer (tse) while setting up for a procedure to report the system was powering on with a non-recoverable error 297. Prior to calling, the customer restarted the system with no change. Logs indicate error 297 on universal surgical manipulator (usm) 2. Tse walked the customer through a hard power cycle and exercised usm 2 with no change. There was no report of patient involvement or patient injury.